Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 others: the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
It was reported to vyaire medical that the bellavista1000e us had an error 305 - "communication to cfb disconnected". Furthermore, there was no patient associated with this issue.